Manufacturer narrative:
(B)(4). One 5 cc ars was returned for evaluation. The syringe was examined and no issues were observed. The syringe was tested per inspection procedure by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger returned to its original position. The plunger was rotated 45 degrees clockwise and the test was repeated. No issues were observed. The syringe was push tested per inspection procedure by pulling the plunger back, occluding the tip, and pushing the plunger down. Resistance was felt and the plunger did not touch the bottom of the barrel. No issues observed. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the ars syringe leaking in use was not confirmed during the sample investigation. Functional testing was performed on the returned ars syringe and no issues were observed. A DHR review was performed and no relevant findings were identified. As no problem was found with the returned sample no additional action shall be taken at this time.

Event description:
The customer alleges that the ars (syringe) leaks. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the ars (syringe) leaks. The device was replaced.